Event description:
This pt was enrolled on the (B)(6), a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) female who presented with a ruptured basilar tip aneurysm located in the midline. The pt's aneurysm was coiled on (B)(6) 2013 and on (B)(6) 2013 the pt experienced dual loss of peripheral vision. Brain MRI w/o contrast, brain mra, and brain perfusion with contrast were done. These showed acute infarcts in occipital lobes, medial left temporal lobe, and punctate area of the superior cerebellar hemisphere suggested of embolic phenomenon. Mra shows patent vessel. Matched perfusion deficits in contrast-enhanced brain perfusion study also suggesting embolic phenomenon. One-vessel diagnostic cerebral angiogram shows no evidence of vasospasm of basilar artery or bilateral pca arteries. No thrombus seen. Likely thromboembolic infarct from coil mass. The pt was placed on IV heparin, aspirin, and plavix.